Event description:
It was reported that the patient passed away on (B)(6)2023 due to cardiac arrest. The death was not device or device therapy related and the device had operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. The controller event log file contained events from 08apr2023 through 10apr2023 and captured the pump functioning as intended at the set speed. The left ventricular assist system (lvad) event log file contained events from 09apr2023 through 10apr2023. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Hm3 lvas, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information has been provided. The manufacturer is closing the file on this event.